Event description:
The clinician reports the implant was inserted (B)(6) 2007 in fdi 14 of the patient's mouth. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and swelling. No further patient complications were reported.